Event description:
Medtronic (covidien) received information through a clinical study that one (1) day after a mechanical thrombectomy procedure of the middle cerebral artery (m1 segment) achieving revascularization of tici 2c, a non-contrast CT confirmed the presence of symptomatic intracranial hemorrhage. Six (6) days later the patient was discharged to an acute care hospital and four (4) days later the patient was reported to have passed away. The patient death was reported to be related to the study disease and the index stroke procedure. There were no reported device complications during the index procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. The lot number has not been reported. Attempts to obtain the lot number were unsuccessful.